Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to a leaflet tear. A 23mm magna ease valve was implanted as the replacement. The patient is reported to be stable.

Manufacturer narrative:
The reported event of a leaflet tear was confirmed. Morphological and histopathological examination found that leaflet 2 was torn at its base. Fibrous pannus ingrowth was present on the inflow and outflow surface of leaflet 1 and focally on the outflow surface of leaflet 2. Leaflet 1 contained thinning and loss of collagen fibers. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflet remains unknown.